Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys cortisol g2 (cortisol ii) assay on a cobas 6000 e601 module. Initial result: 0.99 ug/dl. On (B)(6) 2025: repeat result: 23.94 ug/dl.

Manufacturer narrative:
The e601 module serial number was (B)(6). The calibration was provided for 26-feb-2025, and the signals were within expectations. The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Manufacturer narrative:
The customer questioned the initial result. No questionable result was reported outside the laboratory, and the sample was repeated. The last result was deemed to be correct. There was no indication of a product issue. The investigation did not identify a product problem. The cause of the event could not be determined.